Manufacturer narrative:
One used list #011-h3424, was returned for evaluation 5/3/2024. As received no physical damage or anomalies were observed. No mating device was returned for evaluation. The sets were tested as per procedure and met product specification, no issues or anomalies were confirmed. Complaint of back fluid / bleedback cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 12 cm (5") pur smallbore trifuse ext set, 3 check valves, 3 clamps, rotating luer where the customer reported a backflow/leak when disconnecting the syringe tubes during patient use. The customer reported as follows: ¿manifest bolus of noradrenaline received by the patient during induction: systolic blood pressure at 25 and numerous esv (ventricular extrasystole). Confirmation of a malfunction of the non-return valves of the sorting tubes since a significant reflux occurs and blood comes out of the lumen when the syringe tubes are disconnected at the end of intervention. Clinical consequences noted: significant hemodynamic disorders, spontaneous resolution but could have been dramatic (rupture of aneurysm for example)." The customer further reported that before, during and after the event the patient was unconscious and in critical condition as she was hospitalized in an intensive care unit. There were significant hemodynamic disturbances which resolved spontaneously. No blood loss. No delay in therapy. No need for medical intervention. The backflow was noted during the procedure. Nothing was done when the backflow was noticed because it resolved spontaneously. All the treatment was been delivered. No visible default on the device before use. No tear, no hole, no cut on the device. It was an accidental bolus. There was patient involvement but harm was not reported as a consequence of this event.